Event description:
Consumer originally called complaining of rash and swollen knee after wearing an ace brace. Follow up calls to determine any medical intervention indicated a medical visit and a topical ointment was given (prescribed?).